Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient's rutherford assessment was category 3 and index procedure was performed 8 days later. The target lesion located in the left distal superficial femoral artery (sfa) had 90% stenosis, reference vessel diameter of 6mm, a length of 60mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation, placement of a 6 x 79 x 130 innova stent and post-dilatation with 0% residual stenosis. The patient was then treated on an outpatient basis. In (B)(6) 2015, restenosis of the previously placed study stent in the left sfa was identified. Ten days later, the 99% restenosis noted in the left distal sfa and proximal popliteal artery (ppa) was treated with percutaneous transluminal angioplasty (pta) and stent placement with 0% residual stenosis. On the same day, the event was considered resolved without residual effects.